Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00617. The pt was implanted with an scs system consisting of an ipg and paddle on (B) (6) 2007. It was reported that initially the pt was receiving good pain coverage, but shortly after implant developed a new hip pain on his other side for which his system did not provide pain relief. It was reported that the pt was not receiving adequate pain relief and the system was explanted on (B) (6) 2009. No further information is available.

Manufacturer narrative:
Method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg antenna silicone is cut, it cannot be determined when the cuts to the antenna silicone were made. The ipg passes the auto test, but fails the saline test which is exhibited by overstimulation when the ipg is powered down. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirements as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.